Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the defective moog blower unit. Main board was replaced related with (B)(4). Most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. As a resolution improvements are implemented since 6.0.1700.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However log files has been sent for analysis. Technical team advised customer to upgrade the unit to the latest software, perform a blower check, inspiration block valve check and provide the results. At this time no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista1000 has an error 401 "inspiration valve or device leaky error" and also fails the circuit test. At this time there was no information of patient involvement reported from this event.